Manufacturer narrative:
Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore patient code c50781 no longer applies to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported in response to the request to clarify the tia/weak left side and trouble with the left leg and if there was a device concern that they did not know if their stimulator could have any thing to do with the pain in their left leg and foot. The patient continued that ¿as this has had discomfort in left leg and foot since their device was inserted." The patient reported in response to the circumstances that led to the tia/weak left side and trouble with left leg that they were not sure and that the health care physicians (hcps) were not sure. The patient suggested stress and that the steps taken to resolve the tia/weak left side and trouble with their left leg were new heart meds. The patient also reported they were going to do an unrelated back surgery in march and the patient stated they were not sure if that had anything to do with their left leg. They then wrote and circled the numbers ¿4<(>&<)>5¿ and continued with an inquiry that they only had to turn off the stimulator, correct? There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked to clarify the tia/weak left side and trouble with left leg and if there was a device concern or a change in therapy, the patient said no. When asked what were the circumstances that led to tia/weak left side and trouble with left leg, the patient said stress and medication. When asked what steps were taken to resolve the tia/weak left side and trouble with left leg, the patient sad they received new drugs from their heart healthcare provider (hcp)/therapy home. They also had their left leg x-rayed and then a myelogram of their back and leg. Thirteen days later, patient said they no longer feel the buzzing from the ins which was noticed on (B)(6) 2019. They also had a myelogram on that date and have had "horrific" pain from their waist down to their foot. They noted the pain is present regardless of position, but it is worse when laying down. The patient was previously on program 1, but is now on program 3 and they don't know how they got there. Patient said they think this occurred when they had the myelogram done, but indicated that they don't know when the program switched. They also were at 1.3v, but then increased to 1.9v because they had two accidents which occurred on (B)(6)2019 or (B)(6) 2019. The patient noted that they still had pain in their leg when they were at 1.3v; the reason for calling is to know if the pain was caused by the myelogram. They further explained that the hcp nit a nerve when the myelogram was done which caused the patient to go right off the table. The patient further said the hcp gave them pain medication and told them this happens all the time. It was reviewed to consider compatibility of the ins and myelogram and possibly decrease stimulation or turn the ins off to see if the pain goes away. The call center also reviewed to consider "changing the therapy, programs, feeling stimulation, and focusing on symptom control." The patient then requested assistance with changing the settings to program 1. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on; they were at 1.8v on program 3. They have the ability to change programs and/or adjust stimulation so it was changed to program 1 and stimulation was set to 1.8v. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their hcp. It was also reviewed to complete a voiding diary to track progression/therapeutic response. Therapy expectations (50% reduction in symptoms) was also reviewed with the patient. It was lastly reviewed to monitor symptoms and follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that she has been having trouble with her left leg since shortly after the implant of her device. She stated she had a tia/close to a stroke and went to the doctor today. It was also noted weak left side. The patient stated they thought something happened to her 4 and 5 vertebrate and wanted to do a test. No further complications were reported or are anticipated.